Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. The patient's child stated that the cgm reads 20 points higher compared to finger stick readings and later it went to 100 points higher at different times. On (B)(6) 2025, at around 5:30 pm, the patient was at a friend's house. While there, he felt his blood sugar getting low. His vision went blurry and he started feeling dizzy. He went to his car to get some candy and while in the care, he passed out. The friend called emergency medical technician's (emt). When emts arrived, the cgm was 58 mg/dl while the bg was 38 mg/dl. The patient was treated with a glucose drip and IV fluids and the pump was removed because they thought it might have malfunctioned. The patient was transported to the hospital. While in the emergency room (ER), the patient regained consciousness at around 6:00 pm. While in the hospital, it was reported that the cgm was off by 100 points or sometimes it read too low and sometimes it read too high. On the morning of (B)(6) 2025, the cgm was 380 mg/dl while the bg was 280 mg/dl. It was reported that during the patient's stay in the hospital, his blood sugar was high due to being given too much glucose when they passed out. The patient was given insulin for his high blood glucose. The patient was discharged on (B)(6) 2025 at 1:30 pm. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.